Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and provided images. Five images were received for evaluation. One image showed a bipolar maryland forceps with the blue energy cable dislocated from its original position, but not broken. The jaws are closed. Two images showed a bipolar maryland forceps from different views where a piece of the pulley is broken, the cable puck is dislocated, the jaws are opened beyond their limit and the blue bipolar energy cable is dislocated. One image showed a bipolar maryland forceps viewed on the operating room team interactive screen where the jaws are opened beyond their limit and the blue bipolar energy cable is dislocated. One image showed the adaptor of a bipolar maryland forceps with the serial number and reference identification that matched what was reported. Evaluation of the logs indicated an an instrument error code happened on arm cart assembly 2 that was connected with the bipolar maryland forceps. The use time was six hundred and thirty-three minutes and a use count of three, at the time of the error. When the error code for 'linked to core instrument motor position limits' occurs, it triggers a system recoverable inoperable error and a subsystem recoverable inoperable error. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or on the drive cables. Part of the white plastic pulley was damaged. The puck was displaced on one side. The blue energy cable was bulging but not disengaged. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the ligation hemostasis step after a laparoscopic radical prostatectomy procedure with robot support. While operating the surgeon console, the jaws of the bipolar maryland forceps remained fully open and did not close. The insulator was damaged. The operation was stopped on the spot to prevent the insulator from falling into the body. Since the bipolar maryland forceps can not be taken out when the jaws are fully opened, the bipolar maryland forceps were removed from the sterile interface module (sim), another instrument from the operation was used to close it, and extracted the bipolar maryland forceps from the body. The bipolar maryland forceps were replaced with a new instrument to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the ligation hemostasis step after a laparoscopic radical prostatectomy procedure with robot support. While operating the surgeon console, the jaws of the bipolar maryland forceps remained fully open and did not close. The insulator was damaged. The operation was stopped on the spot to prevent the insulator from falling into the body. Since the bipolar maryland forceps can not be taken out when the jaws are fully opened, the bipolar maryland forceps were removed from the sterile interface module (sim), another instrument from the operation was used to close it and extracted the bipolar maryland forceps from the body. The bipolar maryland forceps were replaced with a new instrument to complete the procedure. There was no reported patient injury.